Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated line was placed and had to be pulled later in the day for leaking at the hub. Infant didn¿t receive all of the ifv and was no without access. Sample not available. Baby was transferred over to cmh due to being sick and for line placement.